Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient was prescribed topical cream and lidoderm patch. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.

Manufacturer narrative:
Additional information was received that the patient¿s pocket pain was due to extremely sub-optimal placement. The patient underwent a revision procedure wherein the ipg was not replaced, but was only relocated. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient was prescribed topical cream and lidoderm patch. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.